Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose was 62 mg/dl. Reportedly, the customer charged the pump successfully with no reoccurrence of the power source alert by using an alternate wall adapter.